Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. Following pre-dilation, a 32 x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, the device encountered resistance while advancing. After device withdrawal, it was found that the stent was squeezed and shortened. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.